Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open carotid endarterectomy procedure, while suturing in the patch, the needle came off. The surgeon pulled up the the suture line from the patch. The needle was found and opened a new suture to complete the case. There was no patient injury.